Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead was failed to advance the stylet due to the blood was found inside the lumen of the lead. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿stylet was not able to be inserted¿ was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the inner diameter of the connector pin with excessive blood. Stylet could not be inserted into the lead due to the blood in the inner diameter of the connector pin. The caused of the reported event was isolated to blood clogged inside the inner diameter of the connector pin.